Event description:
It was reported that there was a communication problem. It was noted that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the patient had not used his spinal cord stimulation (scs) device for 2 months prior to report. It was noted that the patient found ways to cope with the pain by stretching. It was further noted that the pain was too much now and the patient needed scs. It was further noted that he could not get external devices to connect with implant to recharge. It was noted that the patient had a cyst on his pelvis bone and that was giving him the most trouble. It was reported that the patient wanted to speak to the manufacturer representative and explain why they were putting the ins implant off. The patient noted ¿about a year ago¿ they were feeling better and turned off the ins and did not charge it. The patient noted that ¿eight to ten¿ months ago the manufacturer representative tried to reset it. The patient stated that it ¿worked 1-2 times¿ and the manufacturer representative said to recharge if they were able. After that, it ¿died completely¿ and the manufacturer representative was not able to get it started. The patient noted that the ins died about eight to ten months prior to (B)(6) 2014. The patient noted that they had a problem with an aortic value. The patient stated that they had an appointment for this about seven months prior to (B)(6) 2014, and the issue started a few months after that. The patient noted at previous appointment they stated that they would need another test to see if it was closing anymore. The patient noted that if they needed surgery for this they wanted to ¿see if they survived¿ before implanting a new ins. The patient stated that they put of replacing the ins because this was more critical. The patient stated that the next implant would most likely be a primary cell that did not require recharging. The patient stated that they hoped after that time there would be new technology that did not require an operation or being put to sleep because ¿that was the danger.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# nkb007497v, implanted: (B)(6) 2011, product type: extension. Product ID: 3888-45, lot # v607381, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v603266, implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-45, lot# v607381, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v603266, implanted: (B)(6) 2011, product type: lead. (B)(4).